Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did a meter to hcp meter comparison, side by side, using the same fingerstick. The rptr recalled her reading as 205 mg/dl, but was uncertain of that number. The dr's meter (accucheck) read 115 mg/dl. The rptr did not have any symptoms. A control solution test was 157 (95-143); solution was expired. On followup, rptr stated having a reading of 265 vs 115 on her md's meter, no details given. She said that her dr adjusted her medication. Rptr cleans meter (holder and optics) weekly with alcohol swabs and pads. No harm alleged.